Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a red rash under the lifevest. The patient's neighbor reported that the irritation began after they cleaned the lifevest ECG electrodes using formula 409 that is recommended in the device patient manual. The patient's neighbor stated that the patient developed big blotchy spots on his skin and "looked like a burn victim". The patient was issued a replacement electrode belt. The patient reported that his dermatologist was treating the skin irritation and his cardiologist instructed him to remove the lifevest. The patient stated that his physicians believed that the irritation was at least partially related to the formula 409 cleaner. The patient decided to end use of the lifevest. The lifevest patient manual includes the following cleaning instructions for the non-washable lifevest system components: "non-washable items such as the battery, charger, cables, ECG electrodes, and therapy pads may be cleaned using a soft cloth sparingly dampened with formula 409 all-purpose cleaner or equivalent cleaning solution." It is unknown if the patient used an excessive amount of formula 409 or whether the patient may have had an allergy. Zoll is not aware of any other serious injuries reportedly resulting from cleaning the lifevest with formula 409.